Event description:
It was reported that there is a difference between the sensor glucose reading and the blood glucose level. Customer stated that the current blood glucose was 93 mg/dl and the sensor reading was 60 mg/dl. Customer stated she tries to calibrate 4 times a day but sometimes they calibrate more to try to adjust the sensor. Customer stated that after inserting the sensor the initial reading was sensor glucose 70 mg/dl and blood glucose 104 mg/dl then it read 67 and blood glucose was 90. Customer stated that one time the sensor reading was 69 mg/dl and it triggered the threshold suspend on the insulin pump and the blood glucose was not low. Threshold suspend limit is set up at 70 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.